Manufacturer narrative:
The investigation of access site bleeding and vascular damage peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported that a patient on impella cp support developed a gastrointestinal bleed. Two units of packed red blood cells were given and heparin was held. It was further reported that after the impella cp was explanted, the patient was found to have a hematoma in the left groin at the impella cp access site. An ultrasound of the left groin was done and the test found bleeding at the site. Both the intensivist and cardiologist at bedside managing hematoma. Platelets and red blood cells were ordered. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿